Event description:
IV nurse was attempting to insert the PICC line in pt's right arm. During insertion, the guidewire started to unravel. Nurse attempted to remove wire but it was stuck in the vein. Vascular surgeon able to snare and remove the guidewire the next day. Procedure was able to be done at the bedside.